Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted transseptal puncture was high. The clip delivery system (cds) was advanced to the mitral valve; however, there were issues advancing to the valve due to the high transseptal puncture. The mitraclip system was removed and the transseptal puncture was re-done. The cds was re-advanced to the mitral valve. During the deployment sequence, a pericardial effusion was observed around the heart. Pericardiocentesis was performed and the procedure continued. The clip was deployed, reducing mr to 1. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported physical resistance was due to procedural circumstances. A definitive cause for the reported patient effect of pericardial effusion cannot be determined. The patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.